Manufacturer narrative:
(B)(4). Physician phone number: (B)(6). (B)(4) - non-surgical medical intervention performed. The reported issue of stent migrated. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in 1998. On (B)(6) 2010 a pre-study stent placement cholangiogram revealed a distal biliary stricture. Liver function tests were performed and recorded. No obstructive symptoms were found on the baseline biliary assessment. A sphincterotomy was performed prior to this procedure, but not during the procedure, as the stricture had been previously dilated with one plastic stent and balloon. The previously placed plastic stent was removed prior to study stent placement. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, during an unscheduled cholangiogram it was discovered that the stent had migrated, and there was a recurrent stricture. According to the study site, the stent "migrated distal into the duodenum and then all the way through the bowel." It was also reported that the patient had peripancreatic pseudocysts, which was assessed as "unrelated" to the study stent placement. On (B)(6) 2011, the patient underwent a reintervention for the recurrent stricture as well as for sludge removal. The stent was not recovered. A pancreatic stent was placed after the sludge removal. At this time, the study site has not reported any updated information regarding the patient's condition.